Event description:
The consumer reported using the hot/cold pack as a cold pack and received two blisters after using the product on her knee. She stated that she was going to be seeking medical attention for this incident. Kaz USA, inc. Has requested that the product be returned to our company for testing.